Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited loss of capture. The patient experienced dizziness and lightheadedness. Technical services was consulted and the loss of capture could not be confirmed. There was also another episode that looked similar with a smaller morphology. These were suspected to be fusion beats. Premature ventricular contractions were also observed. Currently, this crt-d remains in service and no additional adverse patient effects were reported.